Event description:
Approximately three months after the implantation, the patient was admitted to hospital with a fever. The patient was diagnosed with bacteremia. An echocardiogram revealed no evidence of thrombus or vegetation. The patient was started on six week course of intravenous antibiotics and was discharged home six days after his admission.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted and treated for an infection which testing later confirmed was bacteremia. The patient was started on a six week course of antibiotics and was discharged home. The pumps remain implanted and therefore are not available for analysis. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. A review of the device history records found no issues related to the event. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including the patient's medical condition and comorbidities may have contributed and there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00542 and 00549) submitted for devices related to the same patient.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00542 and 00549) submitted for devices related to the same patient. Device remains implanted.